Manufacturer narrative:
Product ID 3889-28, lot# va0n6wp, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported that the patient had an overstimulation sensation. It was too strong and the pain was going down their left leg. When the patient came home yesterday, they couldn¿t walk and the whole left leg was awful so they turned it down a little bit. The stimulation had been too strong since yesterday. It was fine yesterday and now today the patient could not find where to set the programmer. The patient spent hours to find the location and use the antenna on their back. The patient¿s family member was there and they tried to use both things. Education on patient programmer use resolved the reported issue. The patient was able to get the programmer to work and they turned the stimulation down successfully. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.